Event description:
It was reported that bd nexiva diffusics 20g x 1.25 in had foreign matter before use there is some brown dirty on the tip of cannula where extra holes excist.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 34 physical samples (32 unopened and 2 opened) submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection and testing of the samples. Analysis of the samples showed that a yellow color in the catheter was observed under 150x magnification. This yellow color is caused by the laser drill process to create the catheter holes and is known as discoloration. Per specification, the samples were analyzed and all samples evaluated are considered acceptable. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information